Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor;urinary dysfunction/scaral nerve stim. It was reported that  the patient had an MRI a few years ago and since then they have not been able to connect to the implant--the caller noted the info they gathered from the patient was incomplete;, it is unclear if there is an issue with system but as far as caller knows,the pt had an MRI due to breast cancer and subsequently could not connect to ins. The patient stopped using/maintaining the system as far as the rep knows. The caller was not with the patient at the time of the call, but they were meeting with the representative today to charge the patient's implant. The caller wanted to review the function of the wr, and the agent reviewed what it sounds like when wr connects to ins and reviewed the slow green pulse. Caller wanted to know how long it would take to charge ins so they could connect to it.